Event description:
A customer reported that the user did not crush the process bi prior to incubation. When it was discovered that the vial was not crushed, they were advised they could not crush and continue incubation. The reporter stated that even though the vial was not crushed, there was very little media in the vial and it read yellow. The reporter stated that they follow the cyclesure IFU and have had no issues from the same lot. The sterrad cycles are completing and the chemical indicators are changing correctly. There have been no reports of injury of harm from the unrecalled load.

Manufacturer narrative:
Suspected positive biological indicator.

Manufacturer narrative:
Evaluation summary: the health hazard analysis was reviewed and the issue is considered to have none/negligible risk. The incubation temperature was set to the required specifications. The chemical indicator changed color as desired indicating exposure to hydrogen peroxide. The contents of the load were reviewed and appear to be compatible with the sterrad systems. The complaint history for this lot shows two other similar reported complaints. An overall review of the complaint history for cyclesure bi with similar problem code of "suspected positive bi" does not indicate a significant trend in complaints over the past twelve months. Within the past six months (B)(6), this bi lot, per account history, did not reveal a significant trend for this issue. Within the past six months (B)(6), this sterrad 100s, per account history, did not reveal a significant trend for this issue. No service was ordered for the unit. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer. There was no report of a sterilizer malfunction during the cycle of which the reported bi was used and therefore it is unlikely that the positive bi result was attributed to the sterrad sterilizer. Two processed cyclesure bis were received for evaluation. The caps are depressed, cap colored yellow, vials crushed, no remaining media, spore discs present, and tyvek liner intact. There were no anomalies found with the samples returned. Product testing of the same lot number did not show any anomalies and met specifications. Therefore, the reported failure mode could not be confirmed. An assessment of the cyclesure bi failure mode and effects analysis revealed a low-safety risk to the user. All risk priority number scores for this failure mode are (B)(4), and thus considered low risk. The device history record for this lot was reviewed and found to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The sterrad sterilization process was validated using the overkill methodology (inactivation of high numbers of highly resistant spores) with a wide variety of hospital loads. A significant loss of process efficacy is unlikely in cycles that meet completion requirements of the control system and the chemical indicator (ci). The pre-sterilization bioburden is known to be both relatively low in number and relatively sensitive to sterilization, particularly common pathogens. It would be highly unlikely for this type of microbial population to survive such a sterilization process and if low number of surviving microorganisms were to be present, their low number and likely non-pathogenic nature would not typically lead to an infection. Therefore, it is extremely unlikely that the load from a successfully completed process would result in patient infection. It is possible that the media leaked out from the ampoule and masked the spore disc prior to sterilization. When this happens, the sterilant is unable to kill the spores and thus contribute to the positive bi result. Based on the returned sample testing and the information provided, a definite root cause could not be confirmed as thorough investigation and testing could not reproduce the reported issue of a positive bi result. Asp will continue to track and trend.

Manufacturer narrative:
Mfg date: 9/29/2009. Expiry date: 2010-12.